Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) implanted with an implantable neurostimulator (ins) for pain. It was reported that the pt was having difficulties charging their ins. The pt reported that while their trial stimulation worked to resolve their pain, the ins had never relieved the pt's pain since implant. The pt stated that their implant would take an hour to charge and seemed to make no difference on their pain level. The pt also reported that the ins would sometimes get hot.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt stated that the circumstances that led to the heating and lack of pain relief was "just general use". The patient reported that the antenna at the skinny part was what was heating. The actions that were taken was that a manufacturer representative (rep) got them a new recharger and reprogrammed their device. They were always available. The pt stated that the pain has not been resolved. They are going to get a new implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.